Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for non-malignant pain indications for use. It was reported that if you stand right next to the handset or within 2-4 feet, it would not just connect. The handset will connect and then it gets to 90 percent, and it never goes further. The patient stated that 'you have to move something like 15-20 feet away before it trigger (connect), otherwise, there's no trigger. I've done that repeatedly over and over again.' The patient mentioned that ' bluetooth is funny. I understand that because I've programmed bluetooth and dealt with it for years, but I've never had that happen. This is a brand-new device (handset) and I haven't had any trouble connecting to bluetooth with anything else. I'm not sure if that's an issue or not.' The patient stated that they bolus 3-4 times in 12 hours. When the agent inquired event date, the patient stated that 'at least the last 4-5 months.' The agent assisted the patient in clearing data. The patient thought they bolused before calling but noticed it did not go through. While on the call, the patient briefly saw ¿no device found¿ when they tried connecting earlier but was able to connect to the pump and bolus successfully. The patient stated that the connection was fast like when they first got it. The patient will monitor and call back if needed. The patient provided product feedback that ¿myptm¿ application should be able to be added to their personal samsung cell phone because currently they have an extra handset to carry around and worry about and is difficult if they forget it or when they have doctor¿s appointments that usually last half a day or more and this device has been one of the only things that's worked for their pain management every single time they use it.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown, product type: software. Product ID hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.